Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 89 mg/dl and 210 mg/dl. No adverse event reported. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty strip vial was returned.